Event description:
Additional info identifying the lot #s of the expired cidex opa test strips was recently received. This complaint file was opened for the 2nd lot #. According to the or mgr, the # of pts who may have had a reaction in association with this usage is unk. Recently, they had four surgical pts but no adverse effects have been reported. They are now using cidex opa test strips within their exp date and no problems have been observed.

Manufacturer narrative:
(B) (4)